Manufacturer narrative:
Visual inspection, the k wire was inspected and it was found to be deformed. No relevant manufacturing issues were identified as all units met specifications. The most likely root cause is incorrect alignment or kinking of the k wire inside the screw.

Event description:
It was reported that; the or manager at the hospital reported to the sales rep the following event : " the event occured during a surgery on l4-l5 on a (B)(6) years-old patient performed. Patient installation and positioning preparation of pedicular aiming in l4 and l5 with jam shidi trocar insertion of the spindle through the jam shidi trocar removal of jam shidi trocars by leaving the pins on the patient use the square tip and the tap before installing the screw on the screwdriver and then insert on the patient. When removing the pin from the screw, the surgeon feels a retention of the pin to come out. The x-ray confirms that the spindle is twisted. The surgeon can not remove the patient's spindle alone. Therefore, it removes the screw with the pin. To complete the procedure, the surgeon decides to make a pedicle with the jam shidi trocar again, inserting a new spindle and then inserting the screw.

Event description:
It was reported that; the or manager at the hospital reported to the sales rep the following event : " the event occured during a surgery on l4-l5 on a (B)(6) patient performed. Patient installation and positioning. Preparation of pedicular aiming in l4 and l5 with jam shidi trocar. Insertion of the spindle through the jam shidi trocar. Removal of jam shidi trocars by leaving the pins on the patient. Use the square tip and the tap before installing the screw on the screwdriver and then insert on the patient. When removing the pin from the screw, the surgeon feels a retention of the pin to come out. The x-ray confirms that the spindle is twisted. The surgeon can not remove the patient's spindle alone. Therefore, it removes the screw with the pin. To complete the procedure, the surgeon decides to make a pedicle with the jam shidi trocar again, inserting a new spindle and then inserting the screw.